Event description:
Patient's mother reported the check button on the infusion device is defective. Patient's mother reported being unable to confirm due to the button issue. Patient reported experiencing no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The up and the down button do not operate. The printed circuit of the up/down flex connection is interrupted.